Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024, the user called in with their husband during a supply change, reporting issues with remembering the process. The customer care agent advised disconnecting the infusion set tubing and rewinding the ilet, but the user had already inserted a new cartridge before rewinding. Upon checking, the agent noticed the cartridge was nearly empty. As a result, the user experienced an insulin overdose due to improperly following screen prompts when inserting a cartridge into the ilet. The user did not disconnect the infusion set from their body during the cartridge change, causing the insulin to be delivered unintentionally. The agent instructed the user and their husband to stop the process and drive to the hospital, advising them to grab fast-acting sugar on the way. The user was 10 minutes away from the hospital. Later that day, the agent left messages for the husband to follow up on the user's bg levels, but no response was received. On (B)(6) 2024, the agent spoke with the user's husband, who confirmed the user's bg had dropped as low as 39 mg/dl following accidental insulin administration. The user drank a coke on the way to the hospital and was given glucagon packets at the hospital. The bg fluctuated due to insulin on board, and the user struggled to stabilize it, but was able to do so and was released on (B)(6) 2024. The user experienced dizziness during the event and was driven to the hospital by their husband. The user resumed using the ilet system after hospital release. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 11/27/24. A medwatch report detailing the second low bg event on 11/29/24 is submitted on MFR report #: 3019004087-2024-00721.